Event description:
The electrode array of the implant inadvertently was placed outside of this pt's cochlea. The device was explanted. The pt will be implanted in the contralateral ear, due to ossification in the first ear, at a later date. No further info was made available regarding this pt who resides and was implanted outside of the USA. This is the final report.